Event description:
Reporter states the caster housing bolts sheared off causing end user to fall from chair. Reporter's ankle got caught up into the footrests and reporter required a hosp visit and stitches.